Event description:
It was initially reported by the customer that the therapy cable would not connect to the device. The symptom was clarified as the device failed to recognize the therapy cable during op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). It was initially reported by the customer that the therapy cable would not connect to the device. The symptom was clarified as the device failed to recognize the therapy cable during op check. There was no patient involvement. The device was evaluated by the hospital biomed and the symptom was duplicated. It was determined that the therapy connector was worn. The pads/paddles therapy connector was replaced to resolve the symptom. The device passed testing and was returned to service.